Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements via a remote monitoring system. The patient is seen by two physicians, the boston scientific sales representative (sr) contacted one of the physicians and he was not aware of this high reading. The patient was scheduled for a follow up and a plan of action will be determined at that time. To date, no adverse patient effects have been reported.